Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) would continually pace them at seventy to eighty beats per minute but had only been pacing in the forty beats per minute range for the last several weeks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.